Event description:
It was reported pt had a micl 12.6mm implantable collamer lens implanted in the right eye on (B)(6) 2008. As part of the post market study, the pt reported developing a slight cataract. Icl remains implanted. Further info has been requested but none has been forthcoming. A supplemental will be submitted when further info is received.

Manufacturer narrative:
(B)(4). Method: lens work order search. Medical review. Results: a lens work order search was performed and no similar complaints were found within the same work order. Medical review - the icl is indicated in pts 21-45 years of age. There is a much greater risk of cataract in pts over 45 years of age post icl implantation. The pt in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the u.s. FDA clinical trials, approx 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1% - 2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. (B)(4).